Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No symptoms, no cgm reading, and no blood glucose reading were reported, but it was stated that the patient was sent to the intensive care unit (ICU). There was no information reported regarding treatment nor duration of the stay. The initial complaint was received via email and attempts to reach the reporter for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.